Event description:
During a meniscus repair procedure, it was reported that when the surgeon tried to deploy the first implant, both implants simultaneously deployed. Surgeon managed to successfully remove the two t-implants and utilized a back up devic to complete the procedure.

Manufacturer narrative:
Evaluation, results- reported complaint is confirmed. Product evaluation: one fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, ¿pre-mature deployment¿. Visual inspection found the t1 implant to be off of the delivery needle, and the t2 implant on the delivery needle. No damage to the device was found. The report of both implants deploying at the same time could not be confirmed. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4).